Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst also noted that although the helix is stretched out of specification, the extension and retraction performs within specification.

Event description:
It was reported that during the implant procedure of the right ventricular lead, the helix was unable to extend for fixation. The lead was explanted and replaced. No patient complications were reported as a result of this event.